Manufacturer narrative:
Company clinical evaluation comment/case comment: based on the information provided, the event burn second degree as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Assessed as associated with the use of the device. Device misuse is considered associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn in abdomen skin of a size of 2.5 cm, like a wound slightly ulcerated and red, pharmacist believed it was a second degree burn [burns second degree], used lower back and hip heatwrap on her belly, used heatwrap while walking [device misuse]. Case description: this is a spontaneous report from a contactable pharmacist received through consumer healthcare department. This report was received via a sales representative. A female patient between (B)(6) of an unspecified ethnicity started using thermacare heatwrap (thermacare lower back and hip) on an unspecified date for an unspecified indication. The patient had no relevant medical history and did not experience this event in the past. The patient was not taking concomitant medication and was applying topical medication. On an unspecified date, after a few hours walking, the patient turned the patch and placed it from lumbar zone to the belly. As a consequence of this misuse, the patient experienced 1 burn in abdomen skin of a size of 2.5 cm. It was like a wound slightly ulcerated and red. The pharmacist believed it was a second degree burn. The patient did not go to the physician and no surgical intervention was required. She was treated at the pharmacy with blastoestimulina and the patient improved. The pharmacist believed that maybe a small spot could remain. Action taken with the product was unknown. At the time of the report, the patient was recovering from second degree burn and the other event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (06/15/2015): new information received follow-up information includes: patient's age. No medical history nor concomitant medication. New event second degree burn. Treatment and event outcome. The case has been upgrade to serious and reportable.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist received through consumer healthcare department. This report was received via a sales representative. A female patient between 60 and 70 year-old of an unspecified ethnicity started using thermacare heatwrap (thermacare lower back & hip) on an unspecified date for an unspecified indication. The patient had no relevant medical history and did not experience this event in the past. The patient was not taking concomitant medication and neither was applying topical medication. On an unspecified date, after a few hours walking, the patient turned the patch and placed it from lumbar zone to the belly. As a consequence of this misuse, the patient experienced 1 burn in abdomen skin of a size of 2.5 cm. It was like a wound slightly ulcerated and red. The pharmacist believed it was a second degree burn. The patient did not go to the physician and no surgical intervention was required. She was treated at the pharmacy with blastoestimulina and the patient improved. The pharmacist believed that maybe a small spot remained. Action taken with the product was unknown. At the time of the report, the patient was recovering from second degree burn and the other event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (15jun2015): new information received follow-up information includes: patient´s age. No medical history nor concomitant medication, new event second degree burn, treatment and event outcome. The case has been upgraded to serious and reportable. Follow-up (10jul2015): new information received from a contactable pharmacist includes: the patient had improved a lot. The pharmacist could not confirm whether the recovery was complete. No further information anticipated. Follow-up (10jul2015): this follow-up report is being submitted to amend previously reported information: company clinical evaluation comment updated from follow-up 10-day EU/ 30-day FDA medical device report to final 10-day EU/ 30-day FDA medical device report. Follow-up (04sep2015) follow-up attempts are completed. No further information is expected. Follow-up (15oct2015): follow-up information received from (B)(6) included (B)(4). Company clinical evaluation comment: based on the information provided, the event burn second degree as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Device misuse is considered associated with the device use. This case meets final 10-day EU and 30-day FDA reportability. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Follow-up (july 10, 2015). New information received from a contactable pharmacist includes. The patient had improved a lot. The pharmacist could not confirm whether the recovery was complete. No further information anticipated. Follow-up (july 10, 2015). This follow-up report is being submitted to amend previously reported information- company clinical evaluation comment updated from follow-up 10-day EU/ 30-day FDA medical device report to final 10-day EU/ 30-day FDA medical device report.